Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, following the first firing, black fragments of different sizes fell off from the device. No fragments fell into the patient's cavity. After the firing, the black fragments were found and collected, and then the procedure was continued. There was no patient injury.